Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 20n.cm of primary stability was achieved and the patient presented bone type iii.

Manufacturer narrative:
Follow-up is being sent to correct information sent in field d4 lot number and d4 catalog number. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Manufacturer narrative:
The device 109.604 does not have a 510 (k), but was once improperly soldin us and is being reported since there still are 2 units installed inpatients. Considering the surgical methodology, it was seen that thedentist has selected an implant design which is not recommended for thepatient's bone quality. The information provided in this report wasbased on information given by the dentist in neodent¿s products warrantyform that was recorded in the system and is used by both themanufacturer and the subsidiary. The original complaint and the productwere received by the subsidiary and did not arrive in the manufactureryet. When this happens, a new evaluation of the complaint will becarried out and, if necessary, a new follow-up report will be send.

Event description:
(B)(4)¿ the dentist reported that 3 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 20n.cm of primary stability was achieved and the patient presented bone type iii.